Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the stimulation was initially intermittent but increased over time. Reprogramming was done and the lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.